Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
In (B)(6) 2011 an elevate anterior was implanted for bladder prolapse. It was reported that the pt is having "on/off again," fevers, vaginal pain and "lumps above/in" the vaginal area near the incision. Mesh removal has been discussed. The pt also reported "long-term severe compromised immune system issues" treated with medication.